Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. No iol returned. Adm received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. Aneurysm observed on the nozzle tip. No lens returned. The complainant indicates the use of non-company ovd as viscoelastic, which is not qualified for use with associated company model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implantation, the haptics got stuck at the injector. According to the surgeon the guide (plunger) which pushes the iol was not fully extended, and that led to the implant getting stuck in the tip. This added around 1 to 2 minutes to the procedure. Surgeon also had the impression that the edge of the implant's optic was slightly marked. There was no impact on patient. The lens remains implanted.